Event description:
The customer reported that the surgeon could not pull the trigger to activate the knife blade to cut the pt's tissue. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was no longer on the device. The site confirmed that it did not fall into the pt cavity.

Manufacturer narrative:
(B)(4). The clear insulation was no longer attached to the device. The device failed hipot testing.